Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced slight amount of numbness on his lower lips while sitting on the chair watching tv, and suddenly lost consciousness. The patient´s daughter tried to treat the patient with mountain dew, but as the patient could not swallow it and the emergencies were called. When the paramedics took a fingerstick the cgm was reading 85 mg/dl, and the blood glucose reading was 21 mg/dl. According to the patient they received treatment with 4 units of insulin. When asked what treatment was given for the hypoglycemia, the patient stated, they insisted they were treated with insulin, after which the blood sugar level was going up. Patient recovered after treatment and was not brought to the hospital. The patient suffered 2 black eyes and a bruise on the chin, most likely due to the fall. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.